Event description:
Study event. Device malfunction: none. Symptoms /ae: stroke; headache. Time of symptoms: one day after the procedure. It was reported that one day after stenting of a heavily calcified right carotid artery the pt experienced a stroke. Post procedure, the pt had a headache and the next day was neurologically slower than baseline with right side neglect and increasing right sided weakness. A head CT scan showed a left occipital parietal acute to subacute ischemic infarct. Neurology consult thought the stroke might have been due to a hypoperfusion injury to the left side secondary to a 100% occlusion of the left internal carotid and right-to-left collaterals. The pt was maintained on aspirin and plavix. Two days later, the pt felt back to normal and was alert and oriented without a headache. She was discharged to rehabilitation facility in 2007 with mild weakness on the right side. Though requested, no additional info is available.

Manufacturer narrative:
The stent remains implanted in the pt. The lot # was provided. A review of the device history record for this lot did not produce any findings relevant to this report.